Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited elevated capture thresholds; no intervention was reported at that time. On (B)(6) 2016, the patient was prescribed holter monitoring. Via holter monitor it was noted that the atrial lead exhibited intermittent capture. On (B)(6) 2016 during additional follow-up in clinic; device interrogation revealed high capture thresholds and a decrease in p-waves. It was noted that during intermittent loss of capture, the patient could feel those as he is active and needs atrial pacing. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure.